Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the battery not charging was caused by the device shutting down, causing it to then hold its charge. The patient stated that they reset the device to double output and they are now living with leg tingling when the battery discharged. The patient reported the issue was caused by "act hurter" and the device shutting down and without functioning most of the pain has returned. The patient reported increasing the voltage to help with the pain. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial #: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that since the patient was last coached on charging he had been having charging difficulties. The patient stated his ins used to deplete quicker than it currently does. The patient used to charge every 4 days but noted that the ins would now deplete only a fourth. The patient stated charging now only took 4 minutes and it had never been that short in the past. The patient waited a longer time to charge and saw the same thing. The patient stated stim was on and he thought it could be an equipment issuer even though the patient programmer shows the same thing. The patient stated that since this issue began his pain has returned. The patient stated he could not walk or stand or play soccer, but then noted he didn't play soccer, and the ins was not alleviating the pain. The patient stated he charged his ins to 100% 7 hours ago and it was still at 100%. The patient stated stim was on and denied recent programming changes to therapy. Patient was issued a new recharger. Additional information received stated that the patient was unable to keep the device charged, the charge unit was not consistent and was having trouble charging the device. It was noted that this report conflicted with the earlier allegations that the device would not deplete. The patient needed an MRI but was worried that if the ins was programmed into MRI mode it could not be taken out. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.